Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post the implant of an implantable pulse generator (ipg) system that the patient developed a systemic infection. The ipg system was removed and is unknown if it will be replaced. No further patient complications have been reported as a result of this event.